Event description:
It was reported that a balloon rupture occurred. The 30% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 100mm, 135cm ranger (dcb) balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured on the first inflation at 6 atmospheres of pressure after 3 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.